Event description:
Pt went on to complete her serial expansions and the left breast tissue expander held 750 ml of saline and the right withheld 280 ml of saline. The patient was initially scheduled for second stage breast reconstruction in about a month. She now presents with a 48 hour history of sudden deflation of her right breast tissue expander. She reports no antecedent history of trauma, no recent history for illness, no new pains. Her physical exam confirms that she in fact has a deflated right breast tissue expander and she is now presenting for replacement of that tissue expander.